Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air bubble in the tubing. The user's blood glucose level was 209 mg/dl. The user primed the tubing; however, reported that the bubble did not move. Reportedly, the user stated that it may not actually be a bubble and declined further troubleshooting.